Event description:
Air/oxygen blender only delivered air, despite control knob position. No injury to pt. Nurses used another blender instead. Device is 5 years old.

Manufacturer narrative:
This device was over five years old and had never been back to factory for service (we recommend annual factory cal and pm every two years). A contract service company chosen by the hospital performed a pm on this blender (B)(4) 2013 (per labels found on device). It appeared that this was the first attempted use of the blender since that time. We found the control shaft assembly had been re-installed far out of its proper position (given this, the device could not have passed a proper calibration test). Findings were communicated to user , who agreed to recommend that the hospital cease using that third-party service company.